Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus) (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Initially, we have been informed that the bed went down without any physical contact with the bed. None of provided information indicates that a patient was placed on the bed during the issue occurrence. The complaint was decided to be reportable based on the potential and in abundance of caution.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for enterprise 8000 and 9000 beds, we identified some customer complaints concerning uncommanded enterprise 8000 or 9000 bed movement, where no material evidence for a device malfunction was found. However, this is the first instance which we have seen reported to us since (B)(6) 2014 - 5 events were reported at the same day from one customer. The product involved in the incident is an enterprise 8000, model: 8x23gc103bbaeb, serial number (B)(4) which was manufactured on 2014-01-22. The device history record has been reviewed; no anomalies were recorded at the time of manufacture. It is also worth mentioning that at the time of event ((B)(6) 2015) the device was in use for over a year and we are not aware of any other problem with this device. Please note that the enterprise 8000x beds were tested in accordance to standard en 60601-1-52:2010, clause: 201.9.2.3.1 unintended movement - the device passed the test (all non-emergency functions has a number of means of protection to prevent accidentally activation) bb.3.3.2 button/switch/actuator locations - it is not possible to accidentally activate any actuators if the bed was pushed against a flat surface, also anybody rubbing against the button could not accidentally activate any actuators, if this to be possible some force would have to be applied to the buttons. The device involved in the incident has been closely observed by the arjohuntleigh representative that visited the customer site, inspected the device and performed several tests that mimic a real usage. All acp controls patient and nurse have been tested individually by: removing all cables from control box and testing each port with and individual selection on lh nurse/patient-rh nurse-patient panels. Checking acp units for signs of damages or internal loose contents. Disconnecting power supply to individual panels and rotating cycle of testing between acp controls. Observation of cables for any signs of braze marks or kinks. In none of the cases was it possible to duplicate the claimed unintended device movement. As the provided problem description is limited, detailed witness description of what occurred is not available, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge that in part comes from previous complaint investigations. It is most likely that the uncommanded bed operation, has been caused by an accidental button activation on the control panel or handcontrol - this situation might take place when more than one person is operating the device at the same time, when handcontrol is not stored correctly at get caught between the moving parts of the bed which might activate the button or while a patient tubes would be between mattress, linen & safety side. If the tubes are accidentally caught between the mattress, linen & safety, and are lying directly over a function key on the acp, there is the potential that with the compression of these items, it would create and expansive force and present the possibility of function activation. The instruction for use provided with the involved device (IFU #746-585_UK_02 dated on july 2013) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed". Warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls". Information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." In summary, although in the investigated complaint there was no patient involvement, based on a potential for harm with high severity we determined to view this complaint as reportable in the abundance of caution. Upon the conducted investigation and extensive testing done by the arjohuntleigh representative, we were able to rule out an actual device malfunction that would have led to the unintended bed movement. Given the circumstances and the fact that the issue is most likely related with customer not following instruction in the product manual we recommend to remind this particular customer about contains of the IFU and do not propose any further actions at this time.